Event description:
It was reported that this pacemaker was explanted and returned for analysis after only being implanted for a month. Additional details have been requested, however no further information had been obtained at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, and the battery status was still at beginning of life (bol). A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reason for explant.

Event description:
A supplemental report is being filed with analysis results.